Event description:
Additional information was received that per the physician, the death was not due to the valve or delivery catheter system (dcs), however was due to the patient's clinical condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: there were 18 images provided. There was a computed tomography (CT) provided, but no executive summary providing surgical valve information. CT image does show surgical valve in place with possible thickening or thrombus around the leaflets. A valve fluoroscopy check was provided and the valve was not identified as a misload. It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a patient experienced a cardiac arrest during initial valve deployment to the third node requiring intubation and 5 minutes of cardiac massage. The image of the valve deployment to the third node was provided and appears 10mm below the pigtail catheter. Medtronic deployment best practices state to begin deployment with marker band near the bottom of the pigtail in the cusp overlap projection. There is evidence of multiple view being used at different times of the procedure during deployment and recapture. Therefore, it is unable to confirm proper depth during deployment, recapture, and redeployment. Evidence shows that the last image prior to release the valve appears to be at a 0mm depth. As stated in the instructions for use (IFU); consider recapturing if the implant depth is 1 or >5mm. 1 mm depth may contribute to an increased risk of prosthetic valve dislodgement. It was report that upon removal of the delivery catheter system, the valve was pulled towards the ascending aorta by the nose cone. The medical team determined that the valve's position did not present acute complications, and the patient was transferred to the intensive care unit for close monitoring. The patient was scheduled for a tavi implantation and had extended hospitalization. The patient ultimately passed away due to acute kidney failure and a new cardiac arrest. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a patient experienced a cardiac arrest during initial valve deployment to the third node requiring intubation and 5 minutes of cardiac massage. The evolut valve had to be recaptured and moved to the ascending aorta. After stabilization, a second valve deployment was attempted to 80%, but the valve was again recaptured due to depth issues. The valve was at a depth of 10 mm and, per the physician, the reason for the depth issue was pannus on the previously-implanted surgical valve. A third deployment positioned the valve at a 2-millimeter depth, but upon removal of the delivery catheter system, the valve was pulled towards the ascending aorta by the nose cone. The medical team determined that the valve's position did not present acute complications, and the patient was transferred to the intensive care unit for close monitoring. The patient was scheduled for a tavi implantation and had extended hospitalization. The patient ultimately passed away due to acute kidney failure and a new cardiac arrest.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-23, serial/lot #: (B)(6), ubd: 25-jul-2026, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other medical products in use during the event include: product ID gwbc30 (lot: unknown); product type: 0193-guidewire; implant date n/a; explant date n/a updated: b5, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a patient experienced a cardiac arrest during initial valve deployment to the third node requiring intubation and 5 minutes of cardiac massage. The evolut valve had to be recaptured and moved to the ascending aorta. After stabilization, a second valve deployment was attempted to 80%, but the valve was again recaptured due to depth issues. The valve was at a depth of 10 mm and, per the physician, the reason for the depth issue was pannus on the previously-implanted surgical valve. A third deployment positioned the valve at a 2-millimeter depth, but upon removal of the delivery catheter system, the valve was pulled towards the ascending aorta by the nose cone. The medical team determined that the valve's position did not present acute complications, and the patient was transferred to the intensive care unit for close monitoring. The patient was scheduled for a tavi implantation and had extended hospitalization. The patient ultimately passed away due to acute kidney failure and a new cardiac arrest. Additional information was received that per the physician, the death was not due to the valve or delivery catheter system (dcs), however was due to the patient's clinical condition. Additional information was received that a medtronic (confida) guidewire was used during the procedure. Slow deployment of the valve was performed, and the nose cone was centered within the frame inflow by slightly retracting the guidewire before slowly removing the dcs. Per the physician, the dislodgement was caused by the amount of pannus present in the non-medtronic (dokimus) surgical valve and the possible incorrect visualization of the surgical valve.